Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis. The iesu was analyzed and found that issue was confirmed using system logs, which logged error m-02 on different date. Functional testing reproduced errors 1-87 followed by m-02-3 upon startup, and iesu internal logs showed c-00. The probable cause of customer reported issue is attributed to a faulty electrical component inside the iesu. .

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the caller stated they were experiencing a repeated m-02 error on the erbe generator and had power cycled the erbe multiple times without resolution. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that a repeated m-02 error would require the erbe to be replaced. The tse suggested using a covidien generator as a backup and advised that an activation cable would be needed. The caller confirmed they had both a covidien generator and the required activation cable. The procedure was completed as planned using the third-party generator, and no patient injury was reported.